Manufacturer narrative:
An event of device migration, pericarditis, small pericardial effusion and pleuritic chest pain was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(6) - 7415 (r810400001, r810403401). It was reported that on (B)(6) 2023, a 25mm amplatzer amulet occluder was successfully implanted in a patient with a history of atrial fibrillation. There was no pericardial effusion present prior to the introduction of the delivery system. The patient had a normal sinus rhythm at the start of procedure. The patient had been placed under general anesthesia and administered heparin for procedure. The patient had a noted activated clotting time (act) level of 251 seconds. There was no difficulty experienced implanting the 25mm amplatzer amulet occluder. Post-implant the patient's anti-thrombotic regimen consisted of aspirin and plavix. On (B)(6) 2023, the patient returned for a 3 month follow appointment was and it was determined via transesophageal echocardiogram, that the occluder had migrated mild proximally, but with no mitral valve impingement. There was no significant perivalvular leak, but there was a new onset of a small pericardial effusion. It was also noted that the patient experienced pleuritic chest pain believed to be due to pericarditis. The patient was treated for pericarditis and given a 1 month regimen of low dose colchicine. There is no intervention performed/required or planned due to the migration of the 25mm amplatzer amulet occluder. It was also noted that the patient experienced pleuritic chest pain. The pericardial effusion is believe to have occurred due to device irritation. The patient was discharged at the time of report.